Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that leak in gas delivery engine occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11. Results of investigation: vyaire medical received the device for evaluation. The reported problem leak failure was duplicated. The reported issue was caused by printed circuit board assembly pressure. Sending printed circuit board assembly, blended gas pressure, to the failure analysis laboratory for future analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.